Manufacturer narrative:
It was reported that a revision surgery was performed due loosening of a cup. The biolox forte ball head (75004171), which was implanted, was revised, as well as the cup and the liner from a different manufacturer. The ball head, used in treatment, was received for investigation. The ball head was slightly damaged, the polished surface shows some breakouts. A material analysis confirmed secondary metal transfer as a result of contact with metal part or surgical instruments during the revision. Also expected primary metal transfer can be found. The ball head shows an area of increased wear, which could have been caused by edge loading, mirco-separation or subluxation. The material analysis did not reveal any deviations from specifications. The density of the material is complying with the delivery specification. Also the production documentation did not reveal any deviation from standard procedures. No medical documentation with further information were received, therefore a thorough medical assessment could not be performed. Based on the available information the failure mode of a cup loosening cannot be confirmed. There are no indications that the product failed to match specifications at the time of manufacturing. To what extent the cup and liner of a different manufacturer contributed to the reported issue cannot be assessed. The goldberg score was assessed, it results in a 2, as less than 30% of the surface area show discolorations. The assessment of the goldberg score is a visual method and is subjective. The root cause for the loosening of the cup cannot be determined. At this time, no further action are deemed necessary. Smith and nephew will monitor the device for further similar issues. The ball head will be archived.

Manufacturer narrative:
It was reported that a revision surgery was performed due loosening of a cup. The biolox forte ball head (75004171), which was implanted, was revised, as well as the cup and the liner from a different manufacturer. The ball head was received for investigation. The ball head was slightly damaged, the polished surface shows some breakouts. A material analysis confirmed secondary metal transfer as a result of contact with metal part or surgical instruments during the revision. Also expected primary metal transfer can be found. The ball head shows an area of increased wear, which could have been caused by edge loading, mirco-separation or subluxation. The material analysis did not reveal any deviations from specifications. The density of the matieral is complying with the delivery specification. Also the production documentation did not reveal any deviation from standard procedures. No medical documentation with further information were received, therefore a thorough medical assessment could not be performed. Based on the available information the failure mode of a cup loosening cannot be confirmed. There are no indications that the product failed to match specifications at the time of manufacturing. To what extent the cup and liner of a different manufacturer contributed to the reported issue cannot be assessed. The root cause for the loosening of the cup cannot be determined. At this time, no further action are deemed necessary. Smith and nephew will monitor the device for further similar issues. The ball head will be archived.

Event description:
It was reported that a revision surgery was performed due to loosening. A biolox head from s&n was removed, the cup and liner were from a competitor. No further details from the primary surgery are available.

Event description:
It was reported that a revision surgery was performed due to loosening. A biolox head from s&n was removed, the cup and liner were from a competitor device. No further details from the primary surgery are available.